Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving baclofen and morphine, both of an unknown concentration and dose via an implantable infusion pump for spinal pain. It was reported that the patient washearing the two tone alarm about 2 weeks ago or maybe last week. The patient had not missed the last refill date which was a couple of weeks ago. The patient stated he had no falls or trauma. The patient had been exercising and stretching more. The patient statedthat he was feeling like he had the flu like symptoms maybe last week. The patient felt groggy and his legs were weak and he was disorientated. The patient stated this lasted for about two days and he thought he went through detox. The change in symptoms was described as gradual. The patient stated that his pain was not increasing, and the pump was covering the pain like it normally was. The patient stated their morphine was "less than two" but he was not sure exactly what that means. The patient had oral oxycodone to take if needed. Additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep). It was reported that a motor stall was seen at initial interrogation. The patient had not recently had an MRI. The pump event logs showed an active motor stall. The plan was to replace the pump at some later date (next week). No further complications were expected or anticipated.

Manufacturer narrative:
Corrected information: device code (B)(4) no longer applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient¿s medical history included a brain injury with short term memory, and bad hearing. The patient also stated that the reason he had a pump was because he hurt his back from a road side bomb. The patient stated that their pump only lasted for less than 5 years. The patient stated that he didn¿t remember anyone telling the patient the pump had an alarm. Per the patient the pump failed twice and the patient didn't know it failed and restarted. The patient stated the first fail was (B)(6), 2017 and the patient was going through withdrawal. The patient had flu like symptoms, shaking, couldn't hold anything, muscle ache, cold, fingernails ache, medicine tasted like garlic. The patient¿s second pump fail was on (B)(6) 2017 and the patient went to the ER ( emergency room) and they treated him terrible because the patient didn't have proof of his medication and gave the patient morphine pills. The patient he didn't know the pump had an alarm but he heard the alarm. The patient¿s in home healthcare company provided information on (B)(6) 2017 that shows the pump failed or stopped. Per the patient, the pump reduced 80% of his pain. No further patient complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the pump was replaced on 2017 (B)(6). The drug in the pump was 6 mg/ml morphine at a dose of 1.5014 mg/day, 36 mg/ml bupivacaine at a dose of 9.008 mg/day, and 1,2000 mcg/ml baclofen at a dose of 300.3 mcg/day. The rep had the pump and would be sending the pump back to the manufacturer for analysis.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information was received from a business partner on 2017-oct-19. It was learned the report regarded a white male who was 6'2" tall and (B)(6). It was learned that the patient heard that his prior pump was recalled and he wanted to know if his current pump was recalled. He indicated the read-out stated the pump should last for 7 years but it only lasted for less than 5 years. It was also learned the patient was a veteran. The patient had a magnetic resonance imaging (MRI) which was stated to be not related to the pump. The patient¿s medical history included a chronic brain injury. Additional medical history included tbi (traumatic brain injury) with spasms in the lower back and pain. The patient¿s treatment included 2000 ¿g/ml baclofen at 350 ¿g/day. The patient's concomitant medications included cymbalta (duloxetine) 60 mg at 1 capsule oral every day, androgel (testosterone) 12.5 mg/1.25 gram (apply 4 pumps by transdermal route every day in the morning to shoulders/upper arms and/or abdomen divided evenly between areas), divalproex sodium ER 500 mg at 1 tablet by oral route every day, lisinopril 40 mg at 1 tablet by oral route every day, cetirizine hydrochloride 10 mg at 1 tablet by oral route every day, diltiazem 24 hour ER 240 mg at 1 capsule by oral route every day, hyoscy amine sulfate ER 0.375 mg at 1 tablet by oral route every day, miralax 17 grams (polyethelne glycol) at 1 packet by oral route every day (mixed with 8 ounces water, juice, soda, coffee or tea), abilify (aripiprazole) 5 mg at 1 tablet by oral route every day, tiros int (levothyroxine) at 1 capsule by oral route every day, flunisolide 25 ¿g 0.025% at 2 sprays by intranasal route 2 times every day in each nostril, anecream 5 (lidocaine 5%) and tricor (fenofibrate) 145 mg at 1 tablet by oral route every day. The first fail was (B)(6)2017 when he heard a random beeping pump alarm. He also heard the alarm on (B)(6)2017. On (B)(6)2017, the patient's pump was interrogated by home infusion and a motor stall was confirmed. On (B)(6)2017, the patient went to the ER (emergency room) and the ER admitting diagnosis was medication withdrawal. He was prescribed oral baclofen and morphine from (B)(6)2017. The patient was discharged from the emergency room the same day. No pertinent tests were performed. On (B)(6)2017, the pump was replaced and the flu-like symptoms, grogginess, weakness in the legs, disorientation, feeling, cold, the medicine tasted like garlic, the patient feeling he went through withdrawal, which occurred on (B)(6)2017, and the motor stall were all resolved.